Event description:
This lead was implanted on (B)(6) 1983 and abandoned on (B)(6) 2011 due to infection. The procedure took place at (B)(6) with dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).